Event description:
A crown 25 valve was to be implanted. The physician noted that there was damage to the pericardium. It was decided to not use this device and a crown 27 valve was implanted successfully. The surgery was a success and the patient was discharged.

Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna25, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
Since the device was not returned to the manufacturer (unknown disposition), no further investigation is possible at this time. The manufacturer attempted to retrieve additional information on the event, but no further information has been received to date. Based on the information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Given that the patient ultimately received a device of the same model, but of a bigger size, it is possible that the issue detected with the crown valve cna25 may be secondary to a mis-sizing of the device. Ultimately, because the valve was not received and no further information was provided, the root cause cannot be definitively stated. Should any further information be received in the future, the manufacturer will provide an update to this reporting activity.

Event description:
A crown 25 valve was to be implanted. The physician noted that there was damage to the pericardium. It was decided to not use this device and a crown 27 valve was implanted successfully.